Event description:
International affiliate reports the polyaxial driver's tip broke off from the instrument. It is unknown where/when this happened.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned viper2 x-tab cannulated polyaxial screw driver shaft noted that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned as it was discarded. Hardness verification confirmed that the driver shaft met hardness specification requirements. Results of scanning electron microscopy (sem) analysis showed minimal plastic deformation across the surface, suggesting a brittle failure consistent with a static overload. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. A CAPA that addressed tip breakage through design modification and material change had been implemented previously. This product lot was manufactured prior to those changes. Although the root cause of tip breakage cannot positively be determined, CAPA testing that was performed on production level instruments found that the tip was the result of the brittle fracture of the material. At this time, the complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned viper2 x-tab cannulated polyaxial screw driver shaft noted that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned and its location is unknown. Hardness verification confirmed that the driver shaft met hardness specification requirements. Results of scanning electron microscopy (sem) analysis showed minimal plastic deformation across the surface, suggesting a brittle failure consistent with a static overload. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. A CAPA that addressed tip breakage through design modification and material change had been implemented previously. This product lot was manufactured prior to those changes. Although the root cause of tip breakage cannot positively be determined, CAPA testing that was performed on production level instruments found that the tip was the result of the brittle fracture of the material. At this time, the complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.